Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature) malfunction alarm code was noted in the device history. The probable cause of the s233 error code was due to a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a s233 (over temperature) malfunction alarm code was noted in the device history. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.